Event description:
(B)(4) MDR - this lead was displaying poor pacing thresholds and unacceptable sensing measurements. After performing some tests on the lead, the decision was made to explain it. No implant date was provided.

Manufacturer narrative:
(B)(4) MDR.